Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. In this case svd resulted in both regurgitation and stenosis. Based on the information received patient factors may have contributed to the event; however, the root cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm aortic surgical valve was explanted after an implant duration of approximately nine (9) years, five (5) months, twelve (12) days, due to severe aortic valvular stenosis with regurgitation secondary to prosthetic valve failure. As reported, this valve was removed and replaced with an 25mm non-edwards bioprosthetic valve. There were no complications reported and the patient's postoperative care was unremarkable.